Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device will not be returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.  The root cause of the event remains indeterminable, however, patient factors may have contributed. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with 23mm aortic valve for 8 years 4 months, underwent a valve in valve procedure due to severe stenosis, high gradient and structural valve deterioration. The patient presented symptomatic with congestive heart failure with troponin elevation. A 23mm replacement valve was implanted in the patient. The patient was transported to ICU in stable condition post procedure. The patient was discharged pod #2.